Manufacturer narrative:
Complaint conclusion: as reported, the 6f-7f mynxgrip vascular closure device (vcd) failed to advance in the sheath. There was no reported patient injury. Multiple attempts were made to obtain more information without success. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Per visual analysis, the device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in their manufactured position as received. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device atraumatic wire distal tip was observed slightly bent/damaged. No other visual damages or anomalies were observed. Per functional analysis, without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted/advanced through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the returned device atraumatic wire distal tip was slightly bent/damaged. The product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was not confirmed as the procedural sheath used in the reported event was not returned for analysis and there were no issues during the insertion/withdrawal test. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, access site vessel characteristics (which was not provided) and/or the condition of the procedural sheath (which was not returned) may have contributed to the issue reported since functional analysis with an applicable sheath revealed no insertion/withdrawal issues despite the slight damage to the distal tip of the device. According to the instructions for use (IFU), which is not intended as a mitigation, ¿when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm. Insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator.¿ neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device failed to advance. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.